Event description:
A report was received from the USA stating that the device experienced a safety valve error and had a humming sound and a popping noise. Info received indicated the device was in use on a pt. The date of the event was not made available. Though requested, no add'l info has been received.

Manufacturer narrative:
The customer service engineer (cse) inspected the device. Upon inspection, the device experienced "abnormal restart". Extended self-testing (est) was performed to clear the abnormal start error. Oxygen regulator, fio2 and positive end expiratory pressure (peep) pump calibration was performed. Est, short self-testing (sst) and performance verification testing were performed. The device ran for 30 minutes with no alarms. The reported event could not be duplicated. The device passed all tested according to mfg specs. (B)(4).